Event description:
It was reported that a transmitter battery issue occurred. On (B)(6) 2025, it was reported that the patient experienced a battery low alert, after which they experienced a hyperglycemic event. The day of event, the patient had an error displayed on the receiver stating that the battery was low and could not see the cgm readings for that reason. An unknown time after this alert occurred, around 5:00-6:00 pm, the patient went to the emergency room as he experienced feeling hyperglycemic and had no energy. Patient did not have a blood glucose meter at home and did not self-treat. At the hospital several fingersticks were taken and the blood glucose reading would have been around 900, 700, and 650 mg/dl. The patient was treated with intravenous insulin and was sent home the day after the event around 2-3 pm. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, a correction was updated on 03/20/2025. It was reported that the patient experienced a hyperglycemic event. On (B)(6) 2025, the day of event, the patient had an error displayed on the receiver stating that the battery was low, and the display showed ¿attempting to reconnect, you will not receive any alerts, alarms or sensor readings.¿ the patient used an insulin pen for diabetes management. An unknown time after this alert occurred, around 5:00-6:00 pm, the patient went to the emergency room as he felt hyperglycemic and had no energy. Patient did not have a blood glucose meter at home and did not self-treat. At the hospital, several finger sticks were taken, and the blood glucose reading would have been around 900 mg/dl, 700 mg/dl, and 650 mg/dl. The patient was treated with intravenous insulin and was sent home the day after the event around 2-3 pm. There was no documentation of further medical intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. B5: describe event or problem - correction/additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: medical device problem code - correction. H10: corrected data. H11 additional narrative - correction.